Manufacturer narrative:
One opened specimen container containing an eye spear was received for the report of metallic particles in the incision. The returned eye spear was sent to the particle lab for analysis. One brown particle was found embedded in the eye spear. Sed/ems analysis found the closest match to be dried moxi af. No metallic particles were contained within or on the eye spear. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The foreign material contained within the eye spear was found to best match dried moxi af. Moxi af is not used in the manufacturing process of cutting instruments. No metallic particles were found contained within the eye spear therefore, metal particles as described by the customer were not confirmed and a root cause cannot be determined for the complaint as described by the customer. Because the foreign material was not found be metallic and is not a element used during the manufacturing process of cutting instruments the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was used during a cataract surgery after which metal particles were noted in the incision. No patient harm was reported. Additional information has been requested. Additional information received clarified that two ophthalmic knives were having the same issue.